Event description:
Reportedly, the screw mechanism is defective.

Manufacturer narrative:
Investigation summary: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the fixation function was blocked due to blood coagulation within the tip from the implant attempt. After thorough cleaning to remove the blood residue, the fixation mechanism operated as specified. X-rays did not identify any damage to the screw that could be related to the reported event. All electrical, mechanical, and dimensional measurements were within specifications. One hypothesis that could explain the reported issue is that during implantation, a blood residue may have coagulated at the helix base, preventing the internal coil rotation and, consequently, the screw rotation. However, it could not be confirmed with certainty.

Event description:
Reportedly, the screw mechanism is defective.